Manufacturer narrative:
H10: the lot number for the device was provided, therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation as well as a video was provided and reviewed. The investigation is confirmed for the reported leak and pinhole rupture. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly leaked and ruptured. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.

Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation as well as a photo and video. The investigation identified a pinhole rupture. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly leaked and ruptured. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.